Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet and expressed concern about the system¿s blood glucose run mode after switching back to a different pump around a surgical period; the user had been trained on the ilet, wore it for approximately 12 days, and received guidance on meal announcement for low carbohydrate meals, meal size, and return qualification, with a plan to charge the pump and call for factory reset and reattachment. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency treatment, and no long-term injury. Investigation included review of therapy usage and device performance through report review and user coaching. Investigation of this case revealed no device malfunction identified and that user technique and therapy transition likely contributed, with attention to meal announcement practices. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.